Manufacturer narrative:
Concomitant products: product ID: neu_unknown_ext, lot# serial# unknown, implanted: (B)(6) 2013, product type: extension. Product ID: neu_unknown_ext, lot# serial# unknown, implanted: (B)(6) 2013, product type: extension. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had recently undergone deep brain stimulator surgery and now had inflammation around the connectors of extensions/leads. There was an implant site reaction. Onset was not clarified. An indication for a surgical revision had been made, surgery was on (B)(6) 2013. A surgical intervention was required to prevent permanent impairment to a body function or body structure. It was unlikely/unrelated to the stimulation, medication or pre-existing/underlying disease but was possible/probable/certain to be related to the surgery or system.